Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies were found, proximal conductor distorted, stylet bent, and damaged at implant.

Event description:
It was reported during the implant procedure that it was not possible to insert the stylet into the capsurefix novus electrode for more than approximately 10 cm. The lead was not implanted. No patient complications have been reported as a result of this event.